Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Dental mirror fell apart in patient's mouth and was swallowed. On (B)(6) 2013 dentist reports he was filing a tooth when the mirror fell out of it's frame on (B)(6) 2013. Patient immediately went to urgent care for an x-ray and the dentist believes and endoscopy was performed to remove the mirror the next day. Dentist is not aware of any harm to patient as a result of this event.